Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, a loss of sensing was observed on the right atrial (ra) lead. The ra lead was found to be dislodged due to twiddler's syndrome. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, the partial lead was returned with the helix retracted and clogged with blood. After cleaning, the helix was able to be extended and retracted when torque applied directly to the inner coil. The helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Examination of the lead found one external insulation abrasion located proximal to the suture sleeve impression consistent with friction to the device can. The outer coil was exposed in this region. The reported event of failure to sense was confirmed, and the cause of the reported event of failure to sense was isolated to the external insulation abrasion found on the lead.